Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nbastc173 drawer 5 had failed. The customer confirmed that they had performed a station reboot followed by a recover storage space procedure; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 pyxis bus module controller board was faulty. A field service engineer (fse) upon arrival found mini drawer 3 and 4, full height drawer 5, matrix drawer 6 and remote manager were off the bus. The rear panel was opened, and the diagnostic lights on the full height drawer 5 pyxis bus module board were observed cycling on and off. The station was powered off, and drawer 5 was disconnected from the pyxis bus cable. Upon reboot, all other drawers were no longer in a failed state. The drawer controller board for drawer 5 was tested and read within specifications. The pyxis bus module board was replaced. Multiple tray row board connections were also found to be loose and were reseated. The system functioned as intended after the field service engineer repaired the device.